Manufacturer narrative:
(B)(4). The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. A follow-up medwatch report will submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter field service technician serviced a colleague device for damaged battery. The process step was unknown and no patient injury is reported. Any report of patient involvement is unknown. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. (B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).